Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the probe was confirmed to be broken. The complete evaluation details are as follows: the probe was broken 14mm from its distal end. Scratches were observed around the broken area of the probe. Also, the coating of the probe around the scratches was partially peeled off. Cracks were progressing from the scratched area of the probe. However, no contact marks or scratches were observed on the non-insulated area of the grasping section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the broken probe was likely occurred due to the following mechanism: 1. The probe encountered hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. 2. Due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. 3. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. 4. A load was applied to the probe, causing it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d4, d9, and h3. Also, information has bee added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when using a thunderbeat 5 mm, 35 cm, front-actuated grip type s, the probe tip fell off into the patient¿s abdominal cavity and needed to be retrieved. The device was retrieved immediately with forceps. The event occurred at the beginning of the procedure. The therapeutic procedure (laparoscopic gastrectomy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information becomes available, this report will be supplemented accordingly.